Manufacturer narrative:
Context: a customer in austria notified biomérieux of no characteristic color with candida albicans strain in association with chromid candida 20 plates (ref. (B)(4), lot: 1011398230, expiration date. 01-oct-2025). Results are summarized below: customer obtain a pink coloration of the c. Albicans colonies (with patient sample). C. Albicans was confirmed by maldi -bruker. Investigation: batch history record and complaint trend analysis. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. Investigation results: 1. Lot number record analysis. Lot number: 1011398230, reference: (B)(4), was manufactured on the 19-june-2025 from 01h50 to 22h00. 6639 kits of 20 plates were released with an expiry date of 01-october-2025. The quality control of the weight and appearance of the product was performed for the duration of the manufacturing process. The results complied with specifications. In order to release the product, technical laboratory quality controls were performed on retained samples that were manufactured at different manufacturing times. The samples were tested for the product's appearance, ph and microbiology state. All the controls performed complied with specifications. 345 plates were incubated at 20-25°c and 349 plates were incubated at 33-37°c during 4 days. Neither contamination nor appearance defects were detected. The laboratory technical quality controls also complied with specifications for microbiological activity for all the quality control strains tested: good growth of characteristic colonies for candida albicans atcc 2091, candida albicans atcc 10231, candida tropicalis atcc 9968 and candida kefyr 1162 after 24 hours and 48 hours of incubation at 33-37°c. Total inhibition of proteus mirabilis atcc 12453 and enterococcus faecalis atcc 29212 after 48 hours of incubation at 33-37°c. Non-conformance's and deviations were not detected on this lot number. 2. Retained sample analysis. Biomérieux retains samples of every lot number released to the market. The retained samples of the impacted lot: 1011398230 were tested in parallel to the reference lot: 1011406550 (expiration 06-october-2025) according to the quality control (qc) protocol used to release the lots. The reference lot tested has the same dry medium as the impacted lot. The results complied with specifications for all qc strains and for both lots tested: candida albicans atcc 2091, candida albicans atcc 10231, candida tropicalis atcc 9968, candida kefyr atcc 1162: good growth after 24 and 48h of incubation at 33-37°c, with the presence of typical colonies. Proteus mirabilis atcc 12453, enterococcus faecalis atcc 29212: inhibition after 48h of incubation at 33-37°c. To conclude, the customer issue is not reproduced on the retained samples. 3. Customer strain analysis. One strain of candida albicans from the customer was returned, and the identification was confirmed with the vitek® ms mass spectrometry method. The strain was tested on the reference lot: 1011406550 (expiration 06-october-2025) used during the retained samples analysis. The two strains of candida albicans from the qc protocol candida albicans atcc 2091 and atcc 10231 were also tested as reference. Compliant results were obtained after 24 and 48h of incubation for the 2 qc strains candida albicans atcc 2091 and atcc 10231: good growth and presence of typical blue colonies the customer strain of candida albicans grew well with the presence of white colonies after 24h, and pink colonies after 48h. The customer's strain was also tested with a lot of chromid® candida agar (can2) reference: (B)(4) produced with a different dry medium: lot: 1011534460 (expiration 23-december-2025). Within 24h of incubation, white colonies were observed and within 48h pink colonies. It confirms that the issue is not linked to a particular lot, but to the reference. To conclude, the customer issue is reproduced with the returned strain as the candida albicans does not have the characteristic color expected. 4. R&d additional testing. In the medium, it is the enzyme -n-acetyl glucosaminidase (nag or -naglucosaminidase) that hydrolyzes the substrate, producing a blue color of the colonies. As part of this investigation, additional tests were performed by testing candida albicans strains that would be -naglucosaminidase negative or with a delayed expression, to define their profile on chromid® candida agar (can2) reference: (B)(4). 10 strains were tested (and confirmed as candida albicans by vitek ms) and the color development was evaluated after 24 and 48h of incubation at 36+/- 1°c: 4 strains did not express -naglucosaminidase activity, or delayed. They therefore did not exhibit the characteristic blue coloration on chromid candida medium, but rather white or pink colonies after 48h of incubation. The 6 other strains tested possess the activity -naglucosaminidase and showed blue coloration after 48h of incubation. To conclude, the assay allowed to show that some candida albicans strains can grow without the blue characteristic coloration on chromid® candida agar (can2) reference: (B)(4). 5. Root cause analysis. During the product development of chromid® candida agar (can2) reference: (B)(4), strains of candida albicans with pink and/or white coloration were not identified because the selection of strains was done randomly and not based on specific enzymatic profiles. Nowadays, for analytical performance studies, the strain collection is prepared to include all possible enzymatic profiles of the strains. With the tests performed, we concluded that candida albicans may appear pink on can 2 when the enzyme -n-acetyl glucosaminidase is not expressed. To address this possibility, a note will been added to the new version of the package insert. CAPA: 01303 is opened to track this modification. Conclusion: the lot number record analysis indicated that the impacted lot: 1011398230 comply with biomérieux specifications and neither non-conformance's nor deviations were recorded. The retained samples of the impacted lot: 1011398230 were tested in parallel to the reference lot: 1011406550 according to the quality control protocol and all results complied with specifications. The clinical candida albicans strain provided showed growth of white to pink colonies on chromid® candida agar (can2) lot: 1011398230 (impacted lot), lot: 1011406550 manufactured with the same dry medium formula and on lot: 1011534460 manufactured with another dry medium formula. Additional tests were performed by testing candida albicans strains that would be -naglucosaminidase negative or with a delayed expression, to define their profile on chromid® candida agar (can2) reference: (B)(4). The assay allowed to show that some candida albicans strains can grow without the blue characteristic coloration. To address this possibility, a note will been added to the new version of the package insert. CAPA: 01303 is opened to track this modification.

Event description:
Intended use: chromogenic medium for the selective isolation of yeasts and the direct identification of candida albicans. This medium is a medium for: ¿ the selective isolation of yeasts, ¿ the identification of the species c. Albicans, ¿ the presumptive differentiation of a group of species comprising c. Tropicalis, c. Lusitaniae and c. Kefyr. Issue description: a customer in austria notified biomérieux of no characteristic color with candida albicans strain in association with chromid candida 20 plates (ref. (B)(4), lot 1011398230, expiration date. 01-oct-2025). Results are summarized below: -customer obtain a pink coloration of the c. Albicans colonies (with patient sample). -c. Albicans was confirmed by (B)(6). For biomérieux global customer service (gcs), the issue observed by the customer seems linked to an atypical enzymatic pathway of the patient strain which induced a pink coloration instead of a blue coloration. This need to be confirmed by the investigation, gcs has requested the returm of the strain. At the time of the global assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health.